Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Lead information: product description: evoke cap12 percutaneous lead kit - 90cm model # : 102879 catalog#: 3009 serial/lot #: (B)(6).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent an impedance check during the initial programming visit, and disconnected electrode and high impedances were identified. An x-ray revealed a lead migration. The patient reported difficulty adhering to post-procedural restrictions. A revision procedure was performed, during which the lead and anchor were replaced.